Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.

Event description:
Physician reported that he suspects his patients are getting more frequent air leaks with his recent use of atrium thoracic 24fr xl catheters. The physician usually utilizes the blake wound catheters.

Manufacturer narrative:
As the details from the physician are not specific it is difficult to determine the root cause of the air leaks mentioned in the complaint details. All thoracic catheters are inspected to ensure they meet all dimensional requirements. As the lot number of the catheters was not provided an assessment of the device history records could not be conducted. Atrium medical has not changed the design of this chest tube or added any more eyelets that would create leaks. Thoracic catheters are intended to facilitate the evacuation of air and/or fluid from the chest cavity or mediastinum. An air leak can occur in a chest drainage system for several reasons. An air leak would occur on the device side if there was a loose connection between the patient and the drain. A pleural leak would be a result of the thoracic catheter becoming dislodged, or pulled out of the chest wall insertion site. The instructions for use (IFU) advises to select a catheter appropriately sized for the patients inter-costal spaces. The eyelets of the catheter must remain inside the thoracic cavity at all times during patient use. The IFU also states users should be familiar with thoracic surgical procedures and techniques before using thoracic catheters. Only qualified healthcare practitioners should insert, manipulate and remove thoracic catheters.